Event description:
It was reported that the patient had an asymmetric lens vault. The lens was rotated on (B)(6) 2014. Per the surgeon, the patient's condition has resolved. Additional information has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.